Event description:
It was reported that cgm displayed error message while customer was using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, successfully performed reset with guidance, confirmed error message did not return, and then successfully started new sensor session.